Manufacturer narrative:
Correction: h6: eval code method (fdm/annex b) h11. Addt manufacturer for MDR product analysis summary: analysis was unable to confirm the customer comment that the programmer demonstrated erratic cursor movement as the cursor was moving and clicking on its own. During incoming inspection, the programmer powered on normally with no power-on issues, and no autonomous cursor behavior was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the analysis confirmed the customer's comment that the programmer demonstrated erratic cursor movement, with the cursor moving and clicking on its own. During incoming inspection, the programmer powered on normally with no power-on issues, and no autonomous cursor behavior was observed. The stylus was not provided with the programmer. Touchscreen functionality could not be evaluated using a test stylus because the stylus connector on the micro processor unit (mpu) board was non-functional. Additionally, it was noted that the lower bullet assembly was missing, and the liquid crystal display (lcd) flex cable was worn out. The mpu board has been replaced to resolve the touchscreen issue. An electromagnetic interference (emi) repair was performed as a preventive measure for the screen issues with the installed finger-touch option. The finger-touch option was tested and was working correctly. All found defective parts were replaced, and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated erratic cursor movement as the cursor was moving and clicking on its own. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.